Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system had a needle that failed to retract, causing it to puncture the tubing and stick an employee. No medical intervention was reported.

Manufacturer narrative:
Unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. However a sample was submitted for evaluation, the returned sample had the slide clamp applied to the tubing of the device. The reported needle stick and needle retraction failure were confirmed after evaluate the sample received. Bd engineers were able to successfully retract the needle after the removal of the slide clamp from the tubing. At this time, bd is unable to determine a root because that is associated with our manufacturing process. Because the device was successfully activated during the course of our investigation, it was determined that a possible cause for the reported failure mode is related to the procedure implemented during use of the product.

Event description:
It was reported that a bd saf-t-intima IV catheter safety system had a needle that failed to retract, causing it to puncture the tubing and stick an employee. No medical intervention was reported.